Event description:
The customer reported intermittent spo2 error messages on the accutor v monitor, which may have resulted in loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Corrections included replacement of the cpu board. The unit was tested to factory's specifications. It functioned normally and was returned to use.